Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (advanced age, bicuspid valve, moderate valvular calcification, moderate aortic root calcification) likely contributed to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, access was obtained via a puncture in the right femoral artery. Balloon aortic valvuloplasty (bav) was performed with a 25mm edwards balloon catheter. A 29mm sapien 3 valve was then deployed with 2ml less than nominal volume. Post valve deployment, pericardial effusion was observed. An annular rupture at the right coronary cusp (rcc) side was diagnosed. The pericardial effusion was resolved with blood pressure control and chest drainage. The patient was placed under observation. Following sheath withdrawal, an access vessel thromboembolism occurred. Following thrombus aspiration, a vascular stent was placed. The valve remains implanted in the patient. The native annular diameter measured 24.8mm x 28.3mm with an annular area of 565mm2 to 576mm2. The native valve was reported to be a bicuspid valve, but its basal shape was similar to a tricuspid valve. Moderate valvular calcification and moderate aortic root calcification was reported. The diameter of the sinotubular junction (stj) measured 39mm x 41.4mm. The diameter of the sinus of valsalva (sov) measured 37.6mm x 285.3mm.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-03560.